Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 32-33 mg/dl due to an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Customer received low bg alerts; however, customer couldn't treat low bg in a timely manner due to inaccurate readings. Reportedly, customer experienced a seizure. Customer called an ambulance and was subsequently hospitalized. Customer was treated with glucose gel by the paramedics. The customer arrived at the hospital on (B)(6) 2021, and was released the following day, (B)(6) 2021. Customer did not sustain any permanent damage.